Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. Since no lot number was provided, no device history record (DHR) review could be performed. Concomitant medical products: 650cc unknown mentor saline prosthesis. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) caucasian female underwent primary breast augmentation with 650cc unknown mentor saline prostheses. Shortly after the implants were placed the patient began experiencing dizziness with occasional syncope. Several emergency room visits for this issue yielded an elevator d dimer as the only abnormal test result. Another issue the patient encountered shortly after the implants were placed was lymphadenopathy throughout her entire body, lasting a period of ten months in the area around her left breast. Additionally, thyroid and autoimmune issues were indicated around this same time. Approximately two years after the implants were placed the patient began experiencing chronic pain in the right breast. Ultrasounds were performed and did not yield any result; however, the physician indicated that no capsular contracture was present. Most recently the patient began feeling a burning sensation radiating from that right breast all the way to her head, as well as joint and bone pain. The patient also stated to have blurred vision. The patient states that she plans on having an explant performed, a capsulectomy, and have her lymph nodes tested for silicone. At this time, no date for this explant has been indicated (see 1645337-2018-05554 for contralateral prosthesis result).